Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment include mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no manufacturing abnormalities visually observed with the returned device.

Event description:
It was reported that during a knee arthroscopy utilizing a super multivac wand, the tip of the electrode came off and fell into the joint. The broken tip was located using a c-arm and removed by making an additional incision. It was confirmed that the patient is recovering. No other complications were reported.